Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the tip of the driver broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The tip of the ball end driver has been sheared off and is missing. This is consistent with excessive force.